Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a chip on distal end plastic cover was found and static image observed. There was no patient involvement.

Manufacturer narrative:
The device was evaluated. A definitive root cause could not be identified. Reasonably known information suggest probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Olympus will continue to monitor field performance for this device.